Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher readings when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a scan of 18mmol/l without performing a blood glucose test for comparison and self-administered 3 units of insulin. The customer then experienced difficulty speaking, loss of control to her legs, and seizures. Paramedics were called and upon arrival, a blood glucose of 2.1mmo/l was obtained on the paramedic's meter. The customer's EKG and blood pressure were monitored and the customer was given "carbs" as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Serial number has been updated based on the case details. No product has been returned and the updated serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported higher readings when scanning the adc freestyle libre sensor. On (B)(6)2019, the customer obtained a scan of 18mmol/l without performing a blood glucose test for comparison and self-administered 3 units of insulin. The customer then experienced difficulty speaking, loss of control to her legs, and seizures. Paramedics were called and upon arrival, a blood glucose of 2.1mmo/l was obtained on the paramedic's meter. The customer's EKG and blood pressure were monitored and the customer was given "carbs" as treatment. There was no report of death or permanent injury associated with this event.